Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that battery was previously explanted due to infection. New ins was implanted on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient notified the manufacturer representative of pus coming from the patient¿s wound. An explant occurred and the infection was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
G4 corrected; the aware date of the initial regulatory report should be 2018-aug-05. If information is provided in the future, a supplemental report will be issued.